Event description:
Reportedly, the first two staples misfired. Therefore, the pt sustained trauma to the stomach resulting in bleeding and perforation of the lesser curvature. No additional info was available as to how the case was completed.